Event description:
It was reported that a nurse's dell x50 handheld device was stuck on the system interrogation screen. She stated she stated she was able to interrogate the patient's device however when she went to try and change the screen at the interrogation successful screen, the screen would not progress. She performed a hard reset which resolved the issue. Interrogation and diagnostics were performed without issue. The nurse reported on (B)(6) 2012 stating that she is still having issues. The nurse would be able to complete the interrogation and the screen was on the patient's parameters, however, when she would tap the menu button and she could not get it to bring down the menu so that she could perform diagnostics. She states she kept tapping it but nothing would happen. The nurse borrowed another programming system and was able to interrogate and perform diagnostics on the patient. She states after the patient had left the office she performed a hard reset just like the first time and was able to get to the main screen but she has not used it on any patient since then to confirm it is working correctly. The screen does not time out until 90 minutes have passed. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 when the company representative went to the site to troubleshoot and the site reported that the screen was still freezing immediately after interrogation while the screen is attempting to progress to the main programming screen. The company representative did not actually witness the screen freezing but instructed the site to perform a hard reset or try to re-seat the flashcard whenever the issue occurred. The site will not be sending the handheld back for the time being.